Manufacturer narrative:
Continuation of d10: product ID a810, software product ID a810, product type software product ID 8880t2, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an external device. It was reported that, "a couple months ago", the hcp got a "338 code" on their table and it had occurred more and more frequently. Now the hcp got the code every day. Technical services discussed closing the synchromed application after use and powering down the handset periodically. The hcp confirmed that they did not have the synchromed 2.0 software version.